Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a repositioning of the light adjustable lens (lal, sn: (B)(6), +23.0d) was completed prior to any light treatments due to malpositioned iol.